Event description:
Pt was undergoing balloon angioplasty to gortex graft of left forearm. Balloon of catheter burst during procedure. When removed the tip of the catheter was not intact. Graft irrigated with copious amounts of heparinized saline.